Event description:
It was reported that an implanted pacemaker lost telemetry of electrogram during both magnet and non-magnet trans-telephonic monitoring. The device remains in use. No patient complaints were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.